Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. Zimmer¿s reference number of this file is cmp-(B)(4).

Event description:
It was reported that the patient was implanted a biolox delta, ceramic femoral head, m, 36/0, taper 12/14 on (B)(6) 2013 on the right side. Subsequently, the patient is experiencing pain, fluid accumulation and undergone an aspiration and injection procedure. The event date is unknown.

Manufacturer narrative:
Trend analysis: no trend identified. Device history records (DHR): the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Event summary: according to the received information, the patient underwent an initial right hip arthroplasty on (B)(4) 2013. Subsequently, the patient is experiencing pain, fluid and undergone an aspiration and injection procedure. No further information was provided. Review of received data: no medical data such as x-rays, surgical notes or any other case-relevant documents received. Devices analysis: no product was returned to zimmer biomet for in-depth analysis. Review of product documentation: no product documentation was reviewed for investigation. Conclusion summary: according to the received information, the patient underwent an initial right hip arthroplasty on (B)(6) 2013. Subsequently, the patient is experiencing pain, fluid and undergone an aspiration and injection procedure. It is unknown if the stated pain is related to the evaluated fluid. The affected biolox head remains implanted. No further information was provided. Based on the limited information and the conducted investigation, no specific root cause could be determined. The need for corrective actions is not indicated and zimmer (B)(4) considers this case as closed. (B)(4).